Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient was planned for a lead revision, however during surgery, no contact could be made with the system. Possible cause according to the customer was cautery but it was only an assumption. Factors that may have led or contributed to the issue remain unknown. Troubleshooting included that intraoperative, the hcp tried to establish communication between the implantable neurostimulator (ins)/lead and communicator without result. Actions taken include the ins to be removed and replaced. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): product ID# 97716 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.